Event description:
It was reported that the stored egm's revealed ventricular noise. The noise was reproducible with arm movements. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.